Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The hernia was manifested as nausea, vomiting and abdominal pain. The cause of the hernia was unknown. The patient was hospitalized and underwent a surgical repair of the hernia. The patient was reported to be on back up hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.